Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer lost the serter and their blood glucose readings were 495 mg/dl. Customer has treated the high blood glucose readings with 4.8 units of bolus. No further information reported.